Event description:
It was reported by the customer that their insulin pump was alarming no delivery and the display showed no insulin left in the reservoir. Customer stated they checked insulin amount and it was at 40 units. Customer declined troubleshooting. Customer's blood glucose level was 175 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.